Manufacturer narrative:
The doctor alleged that one patient experienced the debonding of a veneer that had been placed with this product. The doctor was unable to provide further details because the patient's veneer was recemented by a different doctor. The doctor identified the two lots that were in use at the time these incidents occurred, but was unable to specify which lot was used in this incident. The lots were not returned for evaluation; therefore retain samples were tested and were found to be within product specifications for adhesive strength. A visual examination of the retains samples indicated that the product was homogeneous and free of contamination. No similar complaints were reported regarding this product lot, indicating that these incidents were isolated incidents. A review of the manufacturing records indicated that there were no deviations from manufacturing procedures. It was therefore concluded that this incident was a result of a user or technique related problem and not to a product failure. (B)(4). Tested retain samples from same lot.

Event description:
On (B)(6) 2011, a doctor reported that a veneer that had been placed with optibond solo plus de-bonded. No further details were provided.